Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited e315 (unsupported scope error). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the error code occurred due to corrosion on the plug unit. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information: g1, h4.

Event description:
No additional information received from customer.